Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep was trying to get proper coverage for the patient in the context of "settings not available". It was noted that the patient met with someone on (B)(6)-2021, and since then had been getting the message. The rep noted that the patient's impedance had values in the 1500-3000 ohm range, except for a contact pair that was not being used, 0/11, which was showing greater than 40000 ohms. Additional information was received from the rep. It was reported that the cause of the settings not available/greater than 40000 ohm impedance was unknown. The rep was able to program around the electrodes with high impedance. However, while doing that effective therapy was not available. It was unknown that it was unknown what the next steps would be. It was noted that the information was confirmed with the physician/account.

Manufacturer narrative:
Foreign:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that out of regulation (oor) started around 5.5 milliamperes (ma), and the patient would like therapy around 6.9 ma. Impedance on electrode 10 was greater than 12000 ohms and electrode 15 was greater than 40000 ohms. One of the el ectrodes currently programmed measured 7000 ohms while the others were in the 700-900 ohm range. The rep indicated that it was electrodes 5, 6, and 7 were currently programmed, but didn't specify which was 7000 ohms. It was reviewed to try programming electrodes below 2000 ohms and optimally between 500-1500 ohms for higher intensity capability and the rep was going to work on switching electrodes to increase intensity. No symptoms were reported.

Event description:
Additional information was received from the rep. It was reported that the patient was feeling stimulation a lot more in the thigh than in the calf and foot. The cause of the high impedance was not determined. The patient had extensions replaced (B)(6) 2018 and at this time, all impedance values were good. Reprogramming was successful in achieving a higher intensity before reaching oor, but coverage of pain area was less in the leg compared to what it was before the neurostimulator implant where it was more to the rear than exterior. It was noted that this information was confirmed with the physician/account. Refer to mfg report # 3004209178-2018-27386 for the report of the 2018 extension replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.